Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hxrf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to increase stimulation and wasn¿t able to. The patient¿s symptoms returned sometime during the day today. It was noted that today was the first time the patient tried to increase stimulation and they placed the antenna over the implanted and pressed the sync button. The patient saw the poor communication screen and tried repositioning the antenna multiple times and kept getting the poor communication screen. It was reported that the patient was implanted last week and was going to keep trying.